Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006131, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 14/oct/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006131". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006131 was manufactured according to the work instruction (wi) version 111 and manufactured in the line 8 on 16-mar-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to damaged catheter, extended inspection was found within specification and a non-conformances nc was raised. This nc is not related to claimed malfunction. Therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples, extended inspection was created due to damaged catheter, no trend identified for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced an infusion set leakage event on 09-jul-2025. The leakage was in the cannula. No further information available.